Manufacturer narrative:
Additional narrative: philips has investigated this complaint. The philips service engineer inspected the system onsite and re-established the connection with a system restart. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not working. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.